Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of stimulation and return of tremor as the result of falls that started occurring as of about 6 months prior to date notified. It was stated that the patient falls once per week. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.